Event description:
It was reported that the camera head was missing an internal lens. This event occurred during preparation for use of an unspecified procedure. The procedure was completed using a similar device. There are no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: h4. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation revealed no other reportable findings. Based on the results of the investigation, it is likely that the following led to the malfunction: a missing charged coupler device lens was found. The charge coupler device was bad and needs replaced. The caused was traced to a component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was missing an internal lens. This event occurred during preparation for use of an unspecified procedure. The procedure was completed using a similar device. There are no reports of patient harm.